Event description:
It was reported that the patient experienced unspecified device issues with an inflatable penile prosthesis (ipp) on three different occasions. Three unspecified surgeries were said to be performed. No information was provided about the patient's outcome. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.